Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01036. It was reported that a rotawire fracture occurred. The 95% stenosed target lesion was located in severely calcified target ostial portion obtuse marginal artery and left circumflex artery. A rotalink burr and a 330cm rotawire was selected to be used. Attention was turned to the right coronary artery. A 5-french unspecified pacemaker wire was floated into the right ventricle and paced satisfactorily without complications. Then an 8-french non bsc guide catheter with side holes was inserted into right coronary artery. Initial approach was to pass a non bsc wire and dilate the lesion with a 2.0 unspecified balloon. Then the non bsc wire was exchanged for rota-floppy wire. The lesion was then rotablated with a 1.75 mm burr with three passes. On the last pass, the wire had prolapsed into a small rv marginal branch and the tip of the wire was shorn off and left uncomplicated in the small-rv marginal branch. There was no intervention done for the remaining end of the wire, as it was down a very small marginal branch. The procedure was completed by exchanging the rota-floppy wire with a non bsc wire and then dilated the lesion with a 3.0 unspecified balloon. It was then stented with a 3.5 x 18 mm non bsc stent inflated to 20 atmospheres. It was postdilated with a 4.0 x 12 non bsc balloon inflated to 20 atmospheres in the mid section and at the orifice. The end angiographic result looked excellent. The patient was haemodynamically stable and kept in the hospital for 2 nights for monitoring purposes. No further patient complications were reported.